Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached/cut. Visual inspection also showed that the distal conductor was distorted.

Event description:
It was reported during the implant procedure that the lead was damaged during slitting. The lead was not implanted. No patient complications have been reported as a result of this event.